Event description:
It was reported that the slack had been pulled out of this right atrial (ra) lead, and the lead exhibited loss of capture and pacing not delivered when required. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.